Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00089: it was reported the patient had been receiving ineffective stimulation due to invalid impedance on one of the patient's leads. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. As a result, the patient underwent surgical intervention to remove and replace the lead. Effective therapy was restored post-op. Note: both leads are being reported as explanted because it is unknown which lead was replaced.